Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, and the caller was requesting a replacement insulin pump. The caller stated that the customer had been using the insulin pump for over a year. However, advised the caller that the customer was not in the system. The caller stated that he would get the customer's information and call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.